Event description:
A patient reported that their one touch profile meter was reading inaccurately low. Attempted unsuccessfully to contact the patient to obtain more information. The patient has not been feeling well and was vomiting. Pt tested on their meter with a result of "90+". Pt had a family member call paramedics. The emergency medical technician meter read "over 500". Pt then retested on their meter at the same time and again remembers it being the same previous test (90+). Pt was taken to the hospital. The patient felt that the meter was inaccurate and that they had been taking their insulin based on the meter readings. Pt also stated that this was the third time they had ended up in the hospital since december of last year. It is unknown if a control solution test was done on the meter. Also unknown if the display test was done to check if any segments were missing on the display. Serial number of meter was not provided by the patient.